Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7243935.

Event description:
It was reported that the patient woke up with excruciating pain in the left foot, following a trial procedure. The pain was so severe that medication would not treat. The patient had a spinal cord stimulation (scs) lead pull, and the explanted leads will not be returned per facility policy.